Event description:
The family of a former pt filed a report about an incident that occurred last year. The pt fell out of bed. The family reported that the alarm connection was weak and was not displayed on other devices. The pt expired a few days later.

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more info concerning this event.